Manufacturer narrative:
Corrected data: b5 - the lens was exchanged with a shorter length lens. The problem was resolved. Injector model-msi-pf; lot# unk - should be removed as it is n/a. Cartridge model-sfc-45; lot# unk - should be removed as it is n/a. Foam tip plunger model-ftp; lot# unk - should be removed as it is n/a. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, should have been noted in previous medwatch h11 section. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
E1: (B)(6). E2: yes. E3: physician. Claim (B)(4). See claim 434612 for fellow eye.

Manufacturer narrative:
Claim# (B)(4). See claim (B)(4) for fellow eye.

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction in iridocorneal angles. The lens was exchanged which resolved the problem. Cause of the event was reported as patient related factor. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.